Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the loss of therapy after the fall was not determined. The rep performed and physician mode recharge (pmr) and reset the power on reset (por). It was noted that the overdischarge and loss of therapy was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient presented with an overdischarged battery and loss of therapy efficacy. The rep said the patient was unclear as to what date the therapy ceased. However, the patient also reported a ground level fall in late february requiring emergency medical attention and the patient associated the loss of therapy with this date; it was also noted that the patient didn't associate the fall with any aspect of their scs therapy. The rep said the ins was recovered into a normal recharge cycle following a single antenna locate. The rep stated that the patient will return to the clinic on monday (B)(6), following a full recharge, to clear the power on reset (por). No further complications were reported/anticipated.